Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failed to cut. Imdrf device code a090402 captures the reportable event of failure to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator device was used in colonoscopy procedure performed on (B)(6) 2024. During the procedure, the nurses reported that physicians were having issues with the 13mm hex device. It was not cutting through polyps effectively or cleanly, and it also failed to cauterize when connected to the cautery unit. The procedure was completed with the same captivator device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a050702 captures the reportable event of loop failed to cut. Imdrf device code a090402 captures the reportable event of failure to deliver energy. B5 has been updated base on the additional information received on january 30, 2025.

Event description:
It was reported to boston scientific corporation that a captivator device was used in colonoscopy procedure performed on (B)(6) 2024. During the procedure, the nurses reported that physicians were having issues with the 13mm hex device. It was not cutting through polyps effectively or cleanly, and it also failed to cauterize when connected to the cautery unit. The procedure was completed with the same captivator device. There were no patient complications reported as a result of this event. Additional information received on january 30, 2025: the size of the target polyp was about 8-10 mm and the device was used in the descending colon. In addition, the snare was securely attached to the active cord and there were no visible problems noted with the cautery pin.